Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window and cracked battery tube threads. No moisture damage was noted on the motor assembly or electronic assembly during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 188 mg/dl. She said she was taking a bath and the device may have gotten wet. Customer's husband took the battery and reservoir out and dried the device with a blow dryer, but the issue persists. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.